Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source exhibited no image output. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h3, h4, h6 and h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Intermittent image was present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was caused by a faulty output socket. The cause of the faulty output socket was attributed to a broken socket locking mechanism. Olympus will continue to monitor field performance for this device.